Manufacturer narrative:
No device was returned for investigation. Without the returned product the investigation could not confirm the reported issue. No corrective actions are planned currently. If the product is returned, the investigation will be reopened. Since no lot number was identified, a device history review could not be performed.

Event description:
It was reported that patient's tracheostomy tube snapped at the hub and came apart. The hub was still connected to ventilator tubing and detached from the patient. The rest of the trach remained inside of the patient. There was no patient harm. Event occurred at the hospital. The patient required an emergent trach change at the time the trach broke. The patient was fine afterwards.